Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the radio frequency (rf) telemetry of the implantable cardioverter defibrillator was not working. A firmware upgrade was performed and the issue was resolved. The patient was in stable condition and was unaffected by the issue.